Event description:
The lay user/patient contacted lifescan on january 5, 2007 and alleged that her fastake meter gave a message. The patient reported that the meter prompted the message "erin" which is not a valid error message. She stated that it had been a month since the meter worked. She was feeling sweaty and weak in 2007 at 11:40 and went to the doctor's office. She had attempted to test during experiencing the symptoms. It is not know if she had obtained the alleged message at this time. However, she did not take any actions following the attempted use of the meter. The doctor's meter result was 155 mg/dl and her normal medication was taken. The patient did not receive or require any medical treatment at the doctor's office. At the time of troubleshooting, it was verified that this was not a new product and that there was no trauma to the meter. The patient was walked through resolving the issue, but it was not resolved. This complaint is reported because the meter issue was not resolved with troubleshooting and the patient was not able to test on the meter for a month. Although the doctor's meter result was 155mg/dl, and there is insufficient information regarding events leading to the symptoms, the patient was not able to test and she developed symptoms of being sweaty and weak, which could be suggestive of hypoglycemia. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.